Event description:
Clinical study. It was reported that 379 days after a carotid artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was located in the left proximal internal carotid artery with 80% stenosis and was 20 mm long with a 6.0 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Nih stroke scale performed on the next day was 0. The pt was discharged the day after the procedure. At 379 days after the index procedure, the pt was seen for a protocol required 12-month follow-up visit. The pt's 12-month ultrasound noted a 59% target lesion stenosis (left proximal internal carotid. Per the core lab ultrasound report of study on that date, there was a 50-79% in-stent stenosis. The site has been queried and asked to send source documents and core lab films. In the opinion of the physician, the relationship of the restenosis to the nexstent is possible.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. As no device was received for analysis, it is not possible to perform any inspections on the device. It was not possible to determine a definitive cause of the reported stent restenosis; however, the most probable root cause is considered anticipated procedural complication.